Event description:
Patient reported elevated blood glucose (300 mg/gl) for the past 3 days. He believes he may not be getting his basal insulin, because his blood glucose decreases when bolusing, but steadily rises between boluses. No error messages were generated by the device. No treatment was received.